Event description:
The customer states error code 3700, wash zone aspiration error, occurred on the architect i2000sr analyzer. Field service replaced wash zone tubing/sensor to resolve issue. There is no impact to patient management report.

Manufacturer narrative:
Wash zone temperature sensor, list number 8c94-87, used in the architect isystems, has experienced a high failure rate. Field returns were examined and confirmed leaking, corrosion and open circuit. These failures result in the generation of error code 3700; unable to process test (x), wash aspiration error for probe(s) (y). An investigation determined there is a potential for buffer to leak past the adhesive in the t fitting of the sensor and reach the wire between the connector and the thermistor. This is likely to cause electrolysis eventually leading to an open circuit and failure of the sensor. During use, buffer is aspirated through the top of the t fitting. The thermistor probe is assembled in the bottom of the t fitting and is sealed. The investigation determined that the OEM supplier was crimping the fitting right before it was sealed. The crimped fittings are more prone to leakage paths that could allow the buffer to reach the thermistor leads and cause electrolysis to occur. In addition, the enamel insulation on the thermistor leads may be compromised due to improper handling during assembly. The investigation identified two potential assembly operations that could cause the leads to be "nicked". Depending on the size of the leaking path and level of "nicking", an open circuit could occur after a short time period of instrument use or during installation. Architect system operations manual (96196-107, oct 2006) includes troubleshooting assistance for error code 3700 with probable causes and corrective actions, which includes replacing the wash zone probes or tubing. The operator must verify proper operation after replacing these components. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. End of report.